Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that procedural (oversizing) factors may have contributed to the event. As reported, the annular area measured on CT was 530mm2, which may be more consistent with 26mm valve placement. As per autopsy, the cause of death was annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, the patient died from a complication of an annular rupture during a transfemoral deployment of a 29mm sapien 3 valve in the aortic position. As reported, after the valve was implanted (70:30 aortic/ventricular), the patient¿s blood pressure dropped. An echo (toe) revealed a hematoma. An electrocardiogram (ECG) revealed the patient went into asystole and cardiopulmonary resuscitation (CPR) was initiated. A pericardiocentesis was performed and a ¿large¿ amount of blood was drained. A second valve was prepared to seal the tear but was not deployed. The "coronaries" arteries were injected with contrast and there was no blockage. The patient went into ventricular fibrillation and ECG back to asystole. The patient remained in asystole and deceased after performing CPR and chest drainage. As per medical opinion, the root cause appeared to be the expansion of the valve obliterated the native annulus. The native annulus measured and area of 530cm2 by CT. The native annulus, native leaflets and aortic root were mildly calcified. The sinotubular junction (stj) diameter was mildly calcified and there was no ventricular septal hypertrophy. The mitral annular (mac) was mildly calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.